Event description:
It was reported that the patient presented for an implant procedure. During the procedure, releasing the delivery catheter from the leadless pacemaker was challenging. After release, the device exhibited increased capture threshold and decreased sensing. Inadequate helix fixation was suspected. The device was successfully retrieved. The patient condition was unknown.